Manufacturer narrative:
(B)(4): the device was returned and evaluated by the product analysis laboratory (pal). The event log was downloaded. Review of the log and revealed one ultra filtration (uf) volume had met the current increased intra-peritoneal volume (iipv) criteria, which occurred on therapy (B)(6) 2013 started at 21:56 with uf volume of 1217ml during cycle 2. The cause of the iipv was determined to be due to insufficient drain- one or more cycles advance to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device failed return instrument test / evaluation (rite) functional test due to unsuccessful display verification encountered and was determined to not meet specifications for rite testing. The device was sent for servicing. This complaint is related to (B)(4). If additional relevant information is received, a follow-up will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv), which occurred on therapy (B)(6) 2013 started 21:56, was identified during drain cycle 2. The patient's ultrafiltration (uf) reading was 1217ml, indicating the home patient (hp) drained 1217ml more than the largest prescribed fill volume of 2000ml. This meant the total drain volume was approximately 3217ml, which meets the iipv criteria. No patient injury or medical intervention was reported.